Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that on the third pass, coming back, the basket wired snared/detached. The radiologist was able to pull it out and the procedure was completed with another device. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Visual examination confirmed one wire was completely detached from the basket assembly and the other three wires remained attached to at least one of the connector assemblies. A device history record review could not be performed since a lot number was not reported. Based upon observations of the returned ptd assembly and the information indicating it was discovered upon removal of the device during the third pass, operational context appears to have caused or contributed to this complaint. No further actions will be taken. Instructions for use, t-65609-132a rev. 1, warn of potential fatigue failure of the fragmentation basket with prolonged activation and warn against advancing the ptd catheter forward during activation. The IFU states that the catheter should be straight at all times to aid in successful basket deployment. Instructions also caution the user that the appropriate guide wire should be used with this over the wire device and to make sure that the guide wire does not spin with the basket when the rotator is activated. Due to tortuosity, the IFU instructs that if a guide wire cannot be advanced across a clot or in a vessel then an alternate procedure should be used.

Event description:
The customer alleges that on the third pass, coming back, the basket wired snared/detached. The radiologist was able to pull it out and the procedure was completed with another device. No patient injury or consequence reported.